Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the bending section cover was blown and damaged. In addition, the bending section glue was lifting. There was no patient involvement.